Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported the angle on the endoeye flex deflectable videoscope was at twenty (20) degrees and could not angulate sufficiently. No patient harm reported. During the evaluation of the device, it was noted the adhesive part of the objective lens had peeled off due to handling. This report is to capture the reportable malfunction of the adhesive part of the objective lens had peeled off due to handling noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The bending angle was insufficient due to the elongation of the angle wire. The bending section cover adhesive was missing. The operation when fixing the angle of the operation part was heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.